Manufacturer narrative:
Internal complaint reference: case-(B)(4). Doi: https://doi.org/10.1016/j.jos.2021.01.014.

Event description:
It was reported that on literature review "long-term outcomes and duration of outdoor ambulation following primary total knee arthroplasty in patients with rheumatoid arthritis ", 5 patients had stiff knees after a tka procedure using genesis ii implants. The event was treated by close manipulation with general anesthesia. No further information is available.

Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Based on the information provided, no further details will be available. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded, since the current health status of the patients is unknown. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected of the device used or wear. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.